Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing. 2jan2026: we identified that we accidentally overwrote MDR submission # 3004824601-2025-00227. This is the information that was accidentally submitted as followup #1 for MDR submission # 3004824601-2025-00227.

Event description:
On (B)(6) 2024, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that some of the lancet needles do not fully retract and some had no needle.